Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to user error, improper handling and application of excessive force. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found a chipped tip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The ureteroscope, 6,4/7,8 fr. X 430 mm, 7°, 4,2 fr. Channel, was returned and evaluated. Inspection and testing of the returned device found a chipped tip. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.